Manufacturer narrative:
Physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to an inoperative single board computer (sbc), which prevented the device from being able to complete its boot-up cycle.

Event description:
The customer contacted physio-control to report that their device's display was not working. Upon initial evaluation, physio-control observed that the device would not complete it's boot-up cycle. The display would remain black and all leds would be illuminated. In this state, the device would not be able to perform therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display was not working. Upon initial evaluation, physio-control observed that the device would not complete it's boot-up cycle. The display would remain black and all leds would be illuminated. In this state, the device would not be able to perform therapy, if it were needed. There was no patient use associated with the reported event.